Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two events were reported for this quarter. Two devices are available for evaluation but have not yet been received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events, in which the device was reportedly leaking. Two events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale: corrected data: 2 previously reported events are included in this follow-up record. Product return status: 1 device was received for evaluation. 1 device was not available to stryker for evaluation.   Evaluation status: 1 reported event was confirmed during testing. 1 device was found to be affected by corrosion and shattered bearings. Additional information: 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes 2 malfunction events, in which the device was reportedly leaking. 2 events had patient involvement; no patient impact.